Manufacturer narrative:
Section h1: correction. Section h7, h9: additional information. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Approximate age of device - can not be determined. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The date of implant is not known . It was reported the patient was being supported by centrimag and the nursing staff noticed a dash, dash, dash on the flow and the speed automatically reduced from 4200 rpms to 3000 rpms to 2000 rpms to 1000 rpms. Perfusion was called & the console & motor was changed to the backup. Patient was back supported without incident.

Manufacturer narrative:
Sections a1, a2, a4, d10, h3, h4: additional information. Section d5: correction. Manufacturer's investigation conclusion: the reported event of a drop in flow and speed was not confirmed. The centrimag motor (serial #: (B)(4)) was returned to the service depot for analysis. The returned centrimag motor was evaluated and tested under work order #(B)(4). The service depot was unable to confirm or duplicate the reported drop in flow and speed. The motor was tested for an extended period, including overnights, with the associated 2nd gen console (serial #: (B)(4)) and flow probe (serial #: (B)(4)). There were no disruptions in the set rpms and flow speeds. No error alarms were received. The motor cable was inspected per field action ¿fa-q318-mcs-1¿ for any discrepancies that could trigger issues, and no issues were found with the motor cable. A full functional checkout was performed. The unit passed all tests. The root cause for the reported event of the drop in flow and speed was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.